Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned with the jaws opened, in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic upper lobectomy procedure the device fired fire but would not open. It is unknown how the device was removed from tissue. Unknown how the case was completed.